Manufacturer narrative:
Updated fields: b4, d9(device avaliable for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e4. Customer called to request assistance with a gas loss alarm. She stated the pump had a gas loss alarm and had been in standby for 13 minutes. She stated they had called the physician, and he was coming to remove the balloon pump. Esp member explained if therapy was complete, then they could remove the balloon. However, if the balloon had been in standby for less than 30 minutes then we could restart the pump. Esp member verified there was no blood or discoloration in the helium tubing. Customer called the physician to verify he wanted the pump restarted. Esp member had her properly troubleshoot the alarm: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. We reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time. Esp member encouraged customer anisa to call back should the alarm go off several times in an hour with the appropriate troubleshooting so we could troubleshoot it together.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: (investigation findings, investigation conclusions).

Event description:
It was reported that during use the cardiosave intra-aoric balloon pump (iabp) had a gas loss alarm and had been in standby for 13 minutes. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.